Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Rep reports during implant surgery contacts 5 and 6 on the lead were showing impedance values of 40,000 all other impedance were within normal range. No stimulation issues were reported. The doctor (hcp) removed the lead from the implantable neurostimulator (ins), wiped it down, and they attempted to check connection again with no change. The hcp then attempted to use the other port on the ins with the same result. It was determined the lead was not in good working order, so hcp explanted the lead from the pt and re-implanted another lead. The cause was not determined. Replacement of the lead resolved the issue. The lead is in the rep's possession and expected to be returned. The rep reported they would submit any new information as they became aware.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID: 977a260, (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2026; explant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.